Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as redness, oozing, scabbing and skin irritation where the adhesive touches the skin. Patient treats the affected area with desoximetasone .25 steroid cream, prescribed by patient's dermatologist. Date of medical intervention is unknown. No additional event or patient. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the abdomen on (B)(6) 2015. Patient described the skin reaction as redness, drainage, scabbing and skin irritation where the adhesive touches the skin. Patient treats the affected area with desoximetasone .25 steroid cream, prescribed by patient's dermatologist. Date of medical intervention is unknown. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).